Event description:
It was reported that the stenoscop system failed to operate as a fluoroscope. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Image quality was however questionable. It was suggested to the customer that the image intensifier and the associated power supply be replaced. The customer elected not to replace the assemblies. All other functions of the system were found to be working as intended and placed back into service.